Event description:
Healthcare professional reported a lap-band system was explanted due to "erosion."

Manufacturer narrative:
(B)(4). Allergan has not received the product at this time. Therefore no analysis or testing has been done. The connector type can not be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. No add'l info has been reported to allergan regarding the serial number, model number, the implant date or pt data. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a problem cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into the stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experienced. Symptoms of ban erosion may included reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required."